Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed geometry errors. During troubleshooting, the fse reset geometry, cleaned oil from drive rail and performed longitudinal beam current calibration. After repair action the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s c-arm lost movement. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.